Manufacturer narrative:
Four photos were reviewed for evaluation. According to photos received, the failure mode ¿leaking¿ was not confirmed as the photos don¿t show clear evidence of leaking. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Manufacturer narrative:
Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the chemical solution leaked from the connection between the cassette and the extension set. There was no patient involvement.